Event description:
Spenco medical corporation conducted an investigation concerning this incident. Spoke with rn, the company's product, (wheelchair pad) cotton polyester one side/urethane coated nylon with one side/polyester siliconized fiber inside, had been tied to the rail of the bed to protect the pt. She did not believe the co's pad caused the problem and was aware that was not the intended use. The product was not returned for evaluation. Reporter informed spenco there was no defect with the pad.